Event description:
The lifesite cannula detached from the lateral valve following a cannula exchange procedure, and migrated down into inferior vena cava and superior vena cava, confirmed by rx. Original implant was in the left subclavian vein, because the right internal jugular and the right subclavian vein were thrombosed. The cannulas were exchanged about 3 weeks prior to this event.